Event description:
On initial contact, dentist reported handpiece overheating, and burnt two patients cheeks. Attempted to contact office for additional info, but personnel were unavailable until 10/19/2009.